Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a laparoscopic promontofixation was performed on patient. Post operatively, the patient had an allergic reaction after placing the suture. The wire was used for the fixation of a parietal reinforcement, the patient had to be re operated, because of pelvic pain and a local reaction on the scar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.